Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that on an unspecified date, the patient experienced elevated blood glucose (bg) of 480mg/dl with nausea and symptoms of dehydration associated with the pump's audible tones and vibratory features not functioning as expected. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. Reportedly, the pump's audible tones were intermittently functioning and the vibratory features were not functioning at all. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with the auditory and vibratory features not functioning appropriately.

Manufacturer narrative:
Follow-up #1: date of submission 08/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: the pump was returned with all sound settings on ¿high¿. The pump powered on to the verify screen with functional auditory and vibratory alerts. The audible alarm reading measured within specifications. An audible alarm was reproduced for investigation with the sound setting on ¿high¿ and the pump emitted the appropriate audio-visual alerts. An alarm was reproduced with the sound set to vibrate, and the pump gave the appropriate vibratory and visual alerts. The complaint of an audio-vibratory issue could not be confirmed or duplicated on investigation. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No errors, alarms, or warnings and no delivery interruptions occurred during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.